Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13254. Both leads are being reported since it is undetermined which lead is related to this event. It was reported the physician placed a lead during a procedure and the lead showed invalid contacts during intraoperative testing. The physician opted to replace the lead. The second lead was placed and also showed invalid contacts. It was reported the pt was programmed and received effective stimulation and coverage post operative.